Event description:
It was reported that the patient received urgent low glucose alerts shortly after dinner reported at 52 mg/dl and treated with oral carbohydrates. The patient¿s caregiver believed the dinner should have been announced as a smaller meal, indicating an incorrect procedure related to meal announcement and user interface interaction. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included no health consequences or impact and an unexpected medication-type intervention in the form of oral glucose. Investigation included communication with the caregiver and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified involving an improper or incorrect method related to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.

Manufacturer narrative:
Initial.